Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving an unspecified tego connector. It was reported that the customer was unable to correctly attach line safety clip while tego was in place (cvc connection bends). It was also stated that tego has clotted and required extra changes. The event occurred during patient use. There was patient involvement; no patient harm, but delay in treatment was caused by the extra time in diagnosing the issue, then changing the caps is the only real delay.

Manufacturer narrative:
Investigation summary: complaint of no flow on tego cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.